Event description:
Pt had surgery and had a #16f foley catheter inserted. Two days later rn attempted to remove foley by removing solution from balloon port and was unsuccessful, balloon port was then cut without any drainange of solution in balloon or deflation of balloon. Urologist was consulted and removed foley with assist of stylette. Balloon per urologist noted to be plugged.